Manufacturer narrative:
Available details indicate that the device was repaired by a third party and returned to full functionality. Device remains at the customer site. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information available, the cause of the reported problem was a component failure. The root cause could not be confirmed because the device is not available for return. The reported problem was confirmed.

Manufacturer narrative:
Reporter last name: (B)(6). Upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had audio malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.